Event description:
Pt had cataract surgery on (B)(6) 2019 of the right eye. During the cracking of the nucleus, it was noted that the phaco needle was broken in half. The phaco needle was taken out of the eye examined further, and decision was made to replace with a new one. Cataract was noted to be extremely dense and brunescent. FDA safety report ID# (B)(4).